Event description:
Final conductivity limit (sup) error occured during dialysis treatment. Root cause analysis: poor design to secure internal components. Known issue from OEM [original equipment manufacturer] and was informed in OEM training. Possible loose connection causing issue.